Event description:
The pt experiences intermittency issues between the external equipment and the cochlear implant. Testing revealed that the device is functioning within normal limits. Programming changes were made, and external equipment has been exchanged. Revision surgery is under investigation.